Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram; on an unknown date: result not provided. Further company follow-up with the consumer, lawyer or lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: found in uterus /migration of essure device location of device: found in uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B80749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: depo provera and ortho tricyclen. Concurrent conditions included body mass index normal. Concomitant products included levothyroxine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced fatigue ("fatigue") and hypothyroidism ("autoimmune disorder type of disorder:hypothyroid"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced abdominal pain lower ("right lower abdomen"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed") and dyspareunia ("dyspareunia (painful sexual intercourse )"). The patient was treated with surgery ((bilateral salpingectomy) and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fatigue, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, hypothyroidism, dyspareunia, weight increased, migraine, headache and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant 2014 and 15-11-2013 date of explant: (B)(6) 2017 and (B)(6) 2018 . Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: result not provided. Pathology test - on (B)(6) 2018: right fallopian tube, salpingectomy unremarkable fimbricated fallopian tube parenchyma. Left fallopian tube, salpingectomy: unremarkable fimbriated fallopian tube parenchyma. Para tubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,painful intercourse ,painful periods further company follow-up with the consumer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs recevied. Lot no. Updated.events:abnormal bleeding (vaginal), autoimmune disorder type of disorder: hypothyroid, malposition of essure device location of device: found in uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue,weight gain,essure confirmation test(s) conducted, specify :no , abdominal pain lower were added. Medical history, concomitant drug, historical drug , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: found in uterus /migration of essure device location of device: found in uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B80749-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: depo provera and ortho tricyclen. Concurrent conditions included body mass index normal. Concomitant products included levothyroxine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced fatigue ("fatigue") and autoimmune hypothyroidism ("autoimmune disorder type of disorder:hypothyroid"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced abdominal pain lower ("right lower abdomen"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed") and dyspareunia ("dyspareunia (painful sexual intercourse )"). The patient was treated with surgery ((bilateral salpingectomy) and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fatigue, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, autoimmune hypothyroidism, dyspareunia, weight increased, migraine, headache and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, anxiety, autoimmune hypothyroidism, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant 2014 and (B)(6) 2013 date of explant: (B)(6) 2017 and (B)(6) 2018 . Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: result not provided. Pathology test - on (B)(6) 2018: right fallopian tube, salpingectomy unremarkable fimbricated fallopian tube parenchyma. Left fallopian tube, salpingectomy: unremarkable fimbriated fallopian tube parenchyma. Para tubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,painful intercourse ,painful periods further company follow-up with the consumer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jan-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.